Manufacturer narrative:
The customer did not approve the quote and no service was performed by philips.

Manufacturer narrative:
Report date: (B)(6) 2021. No patient involvement.

Event description:
It was reported that the battery does not hold a charge. There was no patient involvement. The remote service engineer advised to replace the battery, and the part identification was provided to the customer. The customer requested a quote for the battery.